Manufacturer narrative:
Occupation - the occupation is lay user/patient.

Event description:
The customer complained of questionable inr results with 2 test strip lots from coaguchek xs meter serial number (B)(4) compared to the laboratory result. This medwatch will cover test strip lot 34521321. Refer to medwatch with patient identifier (B)(6) for information on test strip lot 30497423. The results from the meter with strip lot 30497423 were 4.3 inr and 4.4 inr. The result from the meter with strip lot 34521321 was 4.0 inr. The result from the laboratory was 2.9 inr. There was no adverse event. The laboratory result was believed to be correct and the customer's coumadin dose was adjusted. The customer's condition was "stable". The customer was not anemic, no heparin, no antiphospholipid antibodies, and no direct thrombin inhibitors. The customer has had no changes in coumadin, no changes in diet, no illness, no new medications, no bleeding, and no bruising. The customer's therapeutic range was 3.0 - 3.5 inr. The suspect device was requested to be returned for investigation. Relevant retention test strips (lot 34521321) were tested in comparison with the master lot coaguchek xs pt. For this purpose two human blood samples from marcumar donors and two internal reference meters were used. Retention samples were acceptable. No error messages occurred.

Manufacturer narrative:
The patient's meter was returned for investigation. The returned meter was measured with the master lot strips using quality control material. Testing results: qc 1: 3.2 inr, qc 2: 3.2 inr, qc 3: 3.2 inr. The obtained qc values were in the allowed range of the used combination master lot strip lot qc lot. (2.9 - 4.5 inr). All measurements were without error messages. The maximum difference between measurements was 0%.